Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when their pacemaker was near the low battery state , they were noted to be "gurgling" in their room by a family member. They also stated that they had a mini hear attack and when they went to the hospital there was fluid in their lungs and they were in congestive heart failure. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.